Manufacturer narrative:
(B)(4). Batch #t5ch52. Investigation summary the analysis results showed that one gst60g cartridge reload was returned unfired, with one double driver and two single drivers missing, and two double drivers out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of three photos, the following was observed: the first photo shows a gst60g reload inside of its package, and the cartridge pan was noted partially dislodge of right side. The second photo shows a green reload from the cartridge pan area, and the sled can be seen in home position. The third photo shows a green reload from the cartridge pan area on the opposite side and three drivers can be seen out position. This condition cause that pan dislodge. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined.

Event description:
It was reported that during an unknown procedure, when the package was opened, it was noted that the device's staple drivers fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.